Event description:
A pt had an infection, and experienced swelling of the abdomen 1.5 weeks following a pump refill. A seroma over the location of the pump, along with extreme tenderness of the pocket was reported. The patient noted "she looked like she was eight months pregnant". The pt had been placed on two different runs of antibiotics for the past 2 weeks, and the swelling had since gone down. Later on (B)(6)2010, it was reported that a change in therapeutic effect had occurred. The pt's morphine was mixed with bupivicaine recently. After the pt's stomach had swelled up, fluid around the pump was indicated. The pt still had pain following the reduction of swelling. The pt was scheduled to meet with her healthcare provider on (B)(6)2010, in which it was planned to change the medication to just morphine without bupivicaine. The concentration and dose were not reported, in addition to the pt's outcome. Additional info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4)